Event description:
It was further reported that the patient also presented for the index procedure with dyspnea. Two days following patient discharge in (B)(6) 2013, the patient presented in an intubated and ventilated state and was hospitalized. The patient had collapsed at home with subsequent loss of pulse. Additionally, the patient underwent cardio version procedures and stable circulation was established. The patient was transferred to intensive care and hypothermia was given as a part of their treatment. Following admission, the patient had striking myoclonia, the frequency and intensity of which increased as the clinical course progressed. Neuroradiological and laboratory chemistry diagnostics revealed hypoxic brain damage. The patient was diagnosed with pancytopenia, which was probably toxic due to carbimazole. Treatment was withdrawn, following discussion of the results with the patient¿s relatives the probable cause of cardiac death has been updated to ¿fatal arrhythmia on the basis of severely reduced ejection fraction¿.

Manufacturer narrative:
Date of birth: (B)(6) 1949. Device was combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2010, the patient presented with symptoms of silent ischemia and was referred for cardiac catheterization. The 100% stenosed, 26 x 3.0 mm target lesion was a long lesion located in the mid left anterior descending artery. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm pe-prove stent, with 5% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to cardiac decompensation on basis of chronic heart failure and was hospitalized. The event was treated with medication and considered recovering/resolving. The patient was discharged eleven days later. Two days later the patient was re-hospitalized with cardiac arrest due to ventricular fibrillation. Medication was given to treat this event and the patient remained hospitalized. Six days later, the patient died.

Manufacturer narrative:
Date of death corrected from (B)(6) 2013 to (B)(6) 2013. Describe event or problem, patient codes: updated (B)(4).